Manufacturer narrative:
PMA/510(k)# p040024. (See scanned pages).

Event description:
This spontaneous report of a non-serious, unlabeled event (post-inflammatory hyperpigmentation) is being submitted as a 10-day report. Information was received from a female consumer who received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds and into the areas extending from the oral commissures to the chin bilaterally in 2007. Medical history included hypertension and 5 or 6 previous restylane treatments without incident. Concomitant medications included lisinopril 5-10 mg daily "for years," wellbutrin (bupropion hcl) 150 mg daily, unspecified multivitamins, vitamin c, and an unspecified calcium supplement. On an unspecified date post-restylane treatment, the patient reportedly developed bilateral "blue discoloration in a line, where the restylane was injected" from her mouth to her chin, which she described as looking "like a bruise under the skin" and "like a mustache." On an unspecified date, the patient was examined by the injecting physician. According to the physician, no bruising was observed in the injected areas. The physician described possible superficial implant (device extrusion) and an area of discoloration that was not blue but was "dark" in color. The physician suspected post-inflammatory hyperpigmentation (post inflammatory pigmentation change). As of 09/19/2007, the event was ongoing. The restylane lot number and expiration date were not reported.